Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Tbm states the provider alleges the tires keep coming off of the rim.

Manufacturer narrative:
Additional/updated information was added to reflect the wheels being returned to the manufacturer for evaluation; however, they were missing the inner tubes and pneumatic treaded tires, so they were unable to be tested, and the complaint could not be verified. The underlying cause of the complaint issue could not be determined.

Event description:
Tbm states the provider alleges the tires keep coming off of the rim.